Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, adding health professional. Information was inadvertently not included on the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely physical stress was applied to insertion section during user handling. It caused abnormality in image sensor unit and image was not displayed during angulation. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis exera iii bronchovideoscope would relay no image to the monitor when the directional knob was activated. The customer reported the issue was detected during reprocessing. There were no adverse effects to patient and no procedural delays.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed; the scope relayed no image during activation of the directional knob. Functional testing also showed the insertion tube failed ring gauge testing and the directional angles were low but within specifications. During examination, the following issues were noted: the connector cover insulation did not meet with specifications; the distal end plastic cover was chipped and melted; the bending section cover was stretched; the bending cover adhesive was peeling; the objective lens adhesive was peeling; the instrument channel leaked; the insertion tube was buckled and dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.